Event description:
It was reported the pt had an advance sling implanted. After the sling was implanted, the pt's level of incontinence was worse. The pt was implanted with another incontinence device on (B)(6) 2013. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.